Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, lot # l56459, implanted: (B)(6) 1998, explanted: (B)(6) 2001, product type catheter; product ID 8711, lot # j0058186r, implanted: (B)(6) 2001, product type catheter.

Event description:
It was reported that the patient had 3 granulomas and the last one was 9 years ago, which was why the concentration could not be changed. The reporter stated that the smallest granuloma was 4mm and the largest was 9mm. It was noted that the catheter tip was at t11 and that the dose/concentration was very high (37-38ml/day). It was unclear if this information about the (catheter tip and very high concentration) was during the time of the granuloma events. It was indicated after the third granuloma; the health care provider in (B)(6) had moved the catheter tip and was told that this was because granulomas formed a "crystalized substance at the catheter tip "because of the concentration of the drug mix." It was also unclear what drugs were being delivered at the time. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported further event/inflammatory mass (im) detail. On (B)(6) 2001 the healthcare provider (hcp) indicated an MRI was to be done to rule out "mass effect and epidural fibrosis." At that time the hcp indicated the patient "underwent catheter repositioning two months ago for a catheter tip granuloma." On a visit with the hcp on (B)(6) 2001 the patient was experiencing various symptoms and the im was noted to be at the catheter tip in the t11 area. The patient symptoms included sensory modality changes, urinary retention, stinging pain, and paresthesia. On (B)(6) 2001 the visit with the hcp revealed that the im was unchanged in terms of size over the last two mris, approximately 9 mm in diameter. The patient continued to have burning pain and paresthesia in the lower extremities, and numbness. On (B)(6) 2002 the im was noted to be reduced in size over a period of time. The last MRI three months prior to (B)(6) 2002, the granuloma apparently was reduced to approximately 4 mm from 8mm. The hcp noted on (B)(6) 2003 that "the patient's last MRI in (B)(6) 2002 revealed complete disappearance of the catheter tip granuloma and the symptoms at the moment are stable." On (B)(6) 2004 the hcp noted that the last MRI obtained on (B)(6) 2004 revealed "no abscess, collection or substantial cyst compression of the catheter site." The hcp notes indicated that the medication in the pump was morphine and clonidine and compounded baclofen. A follow-up report will be sent if additional information becomes available.